Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(4)) from (B)(6). The report indicated that the pt had completed a workup for device explant due to ventricular recovery. The pump speed had been weaned down over several weeks. The device developed a thrombus and was explanted.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. The attached user facility report ((B)(4)) was received from (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.